Event description:
It was reported that during an unrelated procedure, the right atrial (ra) lead was observed to have dislodged. Interrogation revealed that the ra lead was exhibiting oversensing and an inability to capture even at maximum output. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).